Event description:
The pump was explanted after an implant duration oif 66 months, it was replaced and returned to the manufacturer for analysis. No patient symptoms or device troubleshooting prior to replacement surgery was reported. A follow up report will be sent if additional information is received.